Event description:
It was reported that this right ventricular (rv) lead is exhibiting rising pace impedance and threshold measurements. A high out of range pace impedance measurement greater than 3000 ohms occurred approximately six months ago. This triggered a lead safety switch (lss) resulting in the rv lead being automatically switched from the bipolar to the unipolar configuration. The unipolar measurements were noted to be appropriate, there is no evidence of pacing inhibition and isometric testing was performed but did not reproduce any noise. The patient was noted to received rv pacing therapy less than 1% of the time. The physician had the boston scientific field representative increase rv sensitivity programming and the representative asked boston scientific technical services (ts) if there were any other considerations. Ts stated that if bipolar sensing is not affected, they could consider programming the rv to a bipolar sensing and unipolar pacing configuration. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this patient was in the doctors office and there was noise observed on this rv lead. The noise was noted to be reproduceable with isometric testing in the unipolar configuration but was not reproduceable with isometric testing in the bipolar configuration. The threshold measurement was noted to be appropriate. The boston scientific field representative indicated it appeared that rv pace impedance measurements were decreasing too as at implant, the measurement value was 750 ohms, and it is currently 287 ohms, which is low but still within normal specification limits. As a result, the rv lead was programmed to a unipolar pacing and bipolar sensing configuration, which was previously recommended by ts. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead is exhibiting rising pace impedance and threshold measurements. A high out of range pace impedance measurement greater than 3000 ohms occurred approximately six months ago. This triggered a lead safety switch (lss) resulting in the rv lead being automatically switched from the bipolar to the unipolar configuration. The unipolar measurements were noted to be appropriate, there is no evidence of pacing inhibition and isometric testing was performed but did not reproduce any noise. The patient was noted to received rv pacing therapy less than 1% of the time. The physician had the boston scientific field representative increase rv sensitivity programming and the representative asked boston scientific technical services (ts) if there were any other considerations. Ts stated that if bipolar sensing is not affected, they could consider programming the rv to a bipolar sensing and unipolar pacing configuration. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.